Event description:
A 28mm diameter x 16mm diameter x 16.5cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of tobacco use, chronic atrial fibrillation requiring coumadin therapy, renal insufficiency, coronary artery disease, carotid artery disease and a thoracic aneurysm. It was reported that the pt's aortic neck dilated to 28mm and the stent graft migrated 8mm distally. There were three separate and distinct areas of leakage present; a type I endoleak at the superior aspect of the aneurx stent graft, another type I endoleak at the distal end of the aneurx stent graft and a type ii endoleak via the left internal iliac artery branch. The physician requested a talent aortic cuff for treatment of this pt and a 32mm diameter x 32mm diameter x 3.5 cm length talent cuff was successfully implanted at the proximal end of the aneurx stent graft. An aneurx iliac limb was also implanted for treatment of the distal type I endoleak as well the type ii endoleak by covering the origin of the left hypgastric artery. Balloon angioplasty was performed to expand the talent cuff and the stent graft junctions. No clinical sequelae were reported, and the pt was sent to the recovery room for observation.